Manufacturer narrative:
The referenced lvad medwatch report was reported under medwatch MFR report # 2916596-2019-01133. The event date was not provided. It was estimated as the lvad implant date on (B)(4) 2018. The patient was implanted with lvad on (B)(6) 2018. The implant date of the centrimag was not provided. Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the patient underwent hm3 lvad and centrimag rvad implant as destination therapy (dt) on (B)(6) 2018 caused complication of bleeding. The patient reportedly had atrial fibrillation with rapid ventricular response (afib rvr), delirium, and serratia bacteremia. Specific event dates were not provided. The dates of cenrimag support were not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported event could not conclusively be established through this evaluation. The centrimag blood pump IFU lists bleeding, infection, and arrhythmia as adverse events that may be associated with the use on the centrimag vad. No further information was provided. The manufacturer is closing the file on this event.